Manufacturer narrative:
Concomitant medical devices: product ID: 5024m-58 lead, implanted: (B)(6) 1993.

Event description:
It was reported that the atrial lead had high threshold, low impedance and the patient experienced pocket stimulation with atrial pacing. It was further reported that the right ventricular (rv) lead had low impedance and had to be programmed unipolar in order to function adequately. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated, and the impedance on the atrial pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.